Event description:
Reportedly, during the follow-ups carried on september 2018 and 10 july 2019, ventricular noise oversensing was observed in the episodes recorded in the device memory. The threshold, impedance and sensing tests were normal. Preliminary analysis revealed that the observed noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-ups carried on (B)(6) 2018 and 10 (B)(6) 2019, ventricular noise oversensing was observed in the episodes recorded in the device memory. The threshold, impedance and sensing tests were normal. Preliminary analysis revealed that the observed noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.